Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported:" screen cut out during intubation along with the light. Cable likely defective. Patient was intubated with another laryngoscope. There was no patient harm." No negative impact in state of health reported.

Manufacturer narrative:
The device in question (8403x, c-mac connecting cable, serial number n/a, manufactured n/a) was received by the manufacturing site in germany on 15-oct-2025 for investigation. The technical inspection confirmed the fault description reported by the customer. The following faults were identified: loose connection on the cable. The cause of the fault described by the customer and our technical investigation revealed that the cable had been bent too sharply due to improper use during the refurbishment process or application, causing damage and a loose connection. This incident could have been avoided if a functional test had been carried out in accordance with the instructions for use prior to the intervention. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).